Event description:
It was reported the patient had an inflammatory scar with purulent discharge at the lead site. A bacteriological sample was collected and anti-biotherapy was started. The infection type was unknown and the cultured organism was unknown. The event resulted in hospitalization. The patient recovered in july of 2013.

Manufacturer narrative:
Concomitant: product ID 37702, serial# unknown, implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).